Event description:
The following has been reported: biomed reported: I have a pump that needs evaluation. Misloaded cassette error after multiple cassettes, cleaning, and power cycles. Waiting for confirmation if patient harm and if issue stopped active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The complaint was confirmed. During the provisioning step, it was noted that one of the fva pins had some drag and this was noticed during investigation. A mock infusion was performed and despite this slight drag on the pin, the device passed without error. The device was opened up and the fva was inspected to find that one of the pins had begun to build up a small level of contamination. This was cleaned and the previously observed drag has fully resolved. Another mock infusion was performed, again without issue.